Manufacturer narrative:
Patient's knee range of motion was reported to be tight post-operatively. Knee was manipulated under anesthesia and is still tight. Surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient's knee range of motion was reported to be tight post-operatively. Knee was manipulated under anesthesia and is still tight. Surgery is planned to exchange the poly inserts.